Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (code 204) was confirmed. As received, the monitor would not communicate with an electrode belt. Upon evaluation, the belt receptacle was pulled from the monitor case damaging internal wires. The cause of the code 204 is the damaged receptacle and wires. In addition, the monitor had other cosmetic damage. The root cause of the damaged receptacle and wires is excessive force placed at the receptacle. There was no death or adverse event associated with the monitor malfunction.

Event description:
03/02/2021-resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form could not be located. The internal audit indicates that the electronic 3500a form, within the esubmitter application, was created on (B)(6) 2018. Acknowledgements 1, 2, and 3 could not be located. A us distributor contacted zoll to report that a patient's device was displaying service code 204.